Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrical surgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was unable to reproduce the reported event. Fa found that the iesu energized and cauterized, and all ports recognized the instruments.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue, however, the integrated electrical surgical unit (iesu) was replaced proactively or as part of customer satisfaction. Fse opted to replace the grip pad gimbal due to being damaged. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the grounding pad was not being detected on the integrated electrical surgical unit (iesu). The customer noted that the recognition of the grounding pad was not stable. The reported complaint remained after the grounding pad was replaced and the iesu was restarted. The surgeon opted to use the monopolar with an external devise that was connected to the davinci. The customer received phone assistance from the technical service engineer (tse). Tse suggested for the customer to change the position of the grounding pad and use gel for improving the recognition of the grounding pad. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgeon clarified that the reported event was not resolved by following the technical service engineer advise of repositioning the grounding pad. The surgical procedure was completed using the ft10.